Manufacturer narrative:
Evaluation summary: a literature article describes the cases "suspected lumen closure, removal and reinsertion, filtration bleb reconstruction ". No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported via literature report that intraocular pressure(iop) was not obtained following a glaucoma filtering device implant procedure. Lumen closure was suspected. The device was removed and replaced and a filtering bleb was performed.